Manufacturer narrative:
This report was opened in error. Lot number and size are incorrect. Closing this report and opening new report on the correct device.

Event description:
A pk papyrus covered stent system was selected for treatment of a large dissection of rca occurred during complex pci, treated with a total of 4 pk papyrus. A sion wire and guideliner was used. One pk papyrus became lodged/stuck in guideliner upon entry to vessel, requiring both to be removed. Final outcome was successful.